Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the iliac vein. An 8.0x40x75cm express ld stent was delivered to the placement area. However, when the physician checked the image for positioning, it was noticed that the position of the marker and the stent were misaligned. The device was removed and noted that the balloon between the stent from the tip was slightly inflated and the position of the stent was significantly displaced/misaligned from the marker. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that during preparation, the doctor noticed that the position of the marker and the stent were misaligned so the device was not used. The device was never inserted into the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: express ld device was returned for analysis. A visual and microscopic examination identified that the stent had been moved to position that was approximately 5mm proximal of the distal markerband. A microscopic examination found no damage to the displaced stent. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual examination identified that the balloon had been not subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The crimp marks of the displaced stent were clearly visible on the balloon material. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the iliac vein. An 8.0x40x75cm express ld stent was delivered to the placement area. However, when the physician checked the image for positioning, it was noticed that the position of the marker and the stent were misaligned. The device was removed and noted that the balloon between the stent from the tip was slightly inflated and the position of the stent was significantly displaced/misaligned from the marker. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that during preparation, the doctor noticed that the position of the marker and the stent were misaligned so the device was not used. The device was never inserted into the patient's body.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the iliac vein. A 8.0 x 40 x 75cm express ld stent was delivered to the placement area. However, when the physician checked the image for positioning, it was noticed that the position of the marker and the stent were misaligned. The device was removed and noted that the balloon between the stent from the tip was slightly inflated and the position of the stent was significantly displaced/ misaligned from the marker. The procedure was completed with a different device. There were no patient complications nor injuries reported.